Manufacturer narrative:
(B)(6) the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sharps coll (B)(6) 7.6l funnel yellow were missing white caps.

Manufacturer narrative:
H.6. Investigation summary: no samples or picture were received. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. DHR- according to the DHR review process; the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported under this customer complaint. This lot was confirmed produced after implementation of corrective actions. A weight system that provides a weighted label for each final box before shipment has already been implemented for this product to ensure the correct quantity of pieces per box before shipping, but it was confirmed that this lot was manufactured after corrective action implementation. Without the weighted label from the inner flap of the outermost box a root cause cannot be confirmed at this time. Unfortunately, the weighted label is required to identify and confirm this type of complaint. Based on these findings, our investigation is inconclusive.

Event description:
It was reported that sharps coll canada 7.6l funnel yellow were missing white caps.